Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient had atrial fibrillation treatment due to a catheter ablation days prior to the implant procedure. Subsequently the patient presented to the hospital at a later date after the implant procedure feeling dizzy. A hemothorax was confirmed on x-ray and a revision procedure took place. It was noted that the tip of this right atrial (ra) lead was exposed, and a perforation was confirmed. The system was explanted and replaced and the procedure was completed. The ra lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the tip was free of damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--